Event description:
It was reported by patient's counsel that allegedly the patient was implanted with an lfit anatomic cocr v40 femoral head on his left hip on or about (B)(6) 2015. It is further alleged that he had recurrent hip effusions and his MRI was consistent with adverse local tissue reaction. He was revised on (B)(6) 2022 allegedly due to trunnionosis.

Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Not returned to the manufacturer.